Manufacturer narrative:
It is unknown what role, if any, lava ultimate played in this event. Other factors, such as prior tooth history, may have also played a role in the noted outcome.

Event description:
On (B)(6) 2016, a dental professional informed 3m of a female patient who required extraction of tooth #3. This tooth had a lava ultimate crown placed on (B)(6) 2015. Prior to placement of the lava ultimate crown, this tooth had another type of crown material with decay and open margins noted. In (B)(6) 2015, while out of state, the patient required extraction of the tooth; an implant was placed on (B)(6) 2016.